Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that access blood solution set's tubing broke. There was no patient injury or medical intervention associated with this event. No additional information is available.